Manufacturer narrative:
(B)(4). The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint nasal interface was not returned to fisher & paykel healthcare for evaluation. Our investigation is thus based on information provided by the customer and our knowledge of the product. The customer informed us that the nurse had noticed that the silicone part of the interface was broken while she was setting up the cannula. Based on findings from previous investigations it is most likely that the damage occurred due to overtightening of the head strap while setting the cannula up on the patient. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany the opt842 contain the following warning: do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the prongs of the opt842 nasal cannula were broken.no patient consequence was reported.